Event description:
Air was generated in the product when using the automatic injector. There was no air flowing into the patient.

Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is thought that the reported event may have been caused by air from the hemostasis valve getting mixed in it, due to the influence of the fixed valve of the product not being completely closed, etc. When the automatic injector was used, but the detailed cause could not be identified.